Event description:
Boston scientific received information that this patient was found in her home with a broken leg and hip following a fall where she had experienced syncope. The patient stated that she had felt dizzy prior to the fall. Boston scientific technical services (ts) was consulted due to the concern over the amount rythmiq events stored within the device and the possibility that the feature could contribute to the patient's symptoms. Ts discussed the rythmiq algorithm with the clinician and field representative and noted that the feature is designed to minimize rv pacing and is meant for patient's with good conduction. Thus if there is irregular conduction during an atrial arrhythmia, the patient may not be getting any benefit from it. Ts stated that it would depend on the patient's rhythm as to if it could contribute to the syncope and noted that the patient's supraventricular tachycardia (svt) could have also contributed to the patient's symptoms. Non-sustained ventricular tachycardia (nsvt) episodes were observed due to the patient's atrial fibrillation (af). Subsequently rhythmiq was programmed off in the device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.